Manufacturer narrative:
The complete system check showed proper working device within its defined system specification. (B)(4) (the importer) is submitting the report on behalf of dornier medtech systems (B)(4) (the manufacturer).

Event description:
Pt had hematoma after lithotripsy. Hospital called (B)(6) service to check on the device. The pt recovered. The event occurred in (B)(6).